Manufacturer narrative:
According to the information received from the field the recipient lost hearing benefit after a head trauma. Reportedly sound came back when applying pressure to the implant site. During explantation surgery one screw was found loose likely being the cause for the lack of benefit. The explanted device has not been received for investigation yet. This is a final report.

Event description:
The child stopped hearing with the device after it fell while playing football. The user has been re-implanted.

Event description:
The child stopped hearing with the device after it fell while playing football. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the recipient lost hearing benefit after a head trauma. Reportedly sound came back when applying pressure to the implant site. During explantation surgery one screw was found loose likely being the cause for the lack of benefit. Device investigations of the explanted device did not reveal any device defect. This is a final report. Note: c1902 is chosen valid imdrf investigation findings code, but cannot be entered in required field due to FDA system restrictions.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child stopped hearing three months ago. The user has been re-implanted.